Event description:
As reported by hospital, during unpacking, punctures were noted on the mylar side of the convenience kit pouch, thereby compromising sterility. The kit was not used, but was disposed of.

Manufacturer narrative:
Although it has been indicated that the reported device was disposed of at the end user facility, an investigation into the event is being conducted. Upon completion of the investigation, a follow-up medwatch will be submitted.